Event description:
Patient is receiving immunotherapy every 2-8 days. After injection today, one of the four needles did not retract inwards after injection, but the plunger jammed instead. The needle made a noise it would typically make if it did in fact retracted inwards (like normal), causing the patient to flinch, so I pulled it out of the patient's arm and the needle was still exposed. Luckily it did not prick me, but the patient did experience more pain than usual as was indicated verbally to me.